Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to out of range pacing impedance and noise on the channel. A possible rv lead fracture is suspected. The rv lead was reprogrammed tip to rv coil and remains in use. No patient complications have been reported as a result of this event.